Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient needed to have more coverage to the left side. The patient underwent revision procedure wherein a lead was added. The patient was doing well postoperatively and felt stimulation on the left side.